Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during lung malignant tumor resection, when tissue including fine blood vessels were sealed, the energy output and seal completion sounded, and the knife advanced as usual, but hemorrhaging occurred. The amount of bleeding was only at the level of oozing. No blood transfusion required. No re-grasp alert has occurred. The tissue bundle was about 1-3mm thick. The tissue being sealed was during mediastinum dissection. The problem occurred after at least 20 good seals. Some dirt were observed in the jaw region. Cleaned the area around the jaw every time it got dirty. Another ligasure device worked successfully with the same generator. The photo submitted showed small dents on the seal plate.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was device cosmetic issue, the device stopped working and there was partial seal. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during lung malignant tumor resection, when tissue including fine blood vessels were sealed, the energy output and seal completion sounded, and the knife advanced as usual, but hemorrhaging occurred. No blood transfusion required. No re-grasp alert has occurred. The tissue bundle was about 1-3mm thick. The tissue being sealed was during mediastinum dissection. The problem occurred after at least 20 good seals. Some dirt was observed in the jaw region. Cleaned the area around the jaw every time it gets dirty. Another ligasure device worked successfully with the same generator. The photo submitted shows small dents on the seal plate.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.